Event description:
It was reported that the customer dropped his insulin pump in the toilet. The mother stated that water under the display was observed. The mother also stated that when the battery was placed in, the device counts up, but then turned off itself. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic assembly. Furthermore, moisture damage was found on the battery tube, motor, and vibrator assembly.